Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/1.5/104 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem. Cause of event is unknown.